Manufacturer narrative:
(B)(4). There was no reported patient involvement. The customer isolated the issue to a 5 year old battery. Based on the customers report we are considering this a malfunction. Note that the battery was 5 years old.

Event description:
The customer reported the battery was not detected in slot b of the device.